Event description:
Bag was being used to transport a patient from the ICU in 2006. The hospital reported that the exhalation valve was stuck and the patient could not exhale. Patient had bilateral pneumothoraces due to the failure. Patient expired following the incident according to the hospital.

Manufacturer narrative:
Method of evaluation: this incident was reported to have happened in 2006. Both the hospital and distributor were contacted and both reported they do not have the bag for evaluation. Results of evaluation: based on the time elapsed from date of incident and the fact the bag was not returned, results cannot be reported. Conclusions: without the bag, its lot number or representative bag from a year ago, it is difficult to draw any conclusions on the failure mode. The labeling that currently accompanies this device is attached. (See additional pages).